Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The insulin pump was tested with a good battery cap and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No blank display was noted during testing. No damage found on the c13/lcd isolation tape was noted. The following physical damage was found: cracked casing at a display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump received a blank display. The patient's blood glucose at the time of incident was 281 mg/dl. Troubleshooting was initiated for the blank display anomaly. The blank display occurred during a bolus attempt. The customer stated that the battery compartment was corroded. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. Additionally, the customer reported a blood glucose of 590 mg/dl. He attempted to treat with a bolus but his blood glucose did not decrease, so he used a manual insulin injection instead. The insulin pump was returned for analysis and a replacement device was shipped to the customer.